Event description:
It was reported that approximately 3 days following the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 days following the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was observed. Additional information was received to report the right transfemoral approach was used tor vascular access to insert the delivery catheter system (dcs). The patient's anatomy was tortuous with a minimum access vessel diameter of 6mm. The injury occurred at the same site as dcs access at the end of the procedure. Per the physician, the cause of the injury was due to puncture; however, it was unknown whether the dcs contributed to the puncture. Surgical repair was required to address the puncture via a cut-down procedure.

Manufacturer narrative:
Updated data: 3. Date of event b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, and full UDI#. H4. Device mfg date corrected data: d6a. Implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.